Event description:
Consumer reported needing medical treatment/hospitalization due to adjusting their insulin dose on low readings from their pink meter. Believes the readings were inaccurate and caused their illness and hospitalization.